Manufacturer narrative:
Device evaluation: lens returned with moisture in a micro centrifuge vial. Visual inspection found; no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.0/2.5/082 (sphere/cylinder/axis) , implantable collamer lens into the patients left eye (os) on (B)(6) 2017. The lens was removed and replaced on (B)(6) 2018 for a shorter length lens due to excessive vault. This resolved the problem. The cause of the event is reported as unknown.